Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a procedure for pneumothorax, the device could not be fired at the 2nd firing. It was found that there was a broken yellow part inside the device when the surgeon checked the device. No pieces were left inside the patient. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5a78k. Device analysis: the analysis found that one pcee45a device was returned for analysis with a gst45d cartridge loaded on the device unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number r5a78k, and no non-conformances were identified.